Event description:
It was reported that upon device interrogation, parameters were not available. The physician pushed nominal parameter and reprogrammed the device. No adverse events occurred and the device remains in service.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.